Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient`s representative that the patient`s leadless implantable pulse generator (ipg) lower and upper rate were " not working together". The leadless ipg remains in use. No patient complications have been reported as a result of this event.